Manufacturer narrative:
Distributor name: (B)(6). Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that halfway through the sheathless insertion of the intra-aortic balloon (iab) into an acute myocardial infarction (ami) patient, blood was noted inside the balloon. The iab was replaced to continue therapy. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter with the one-way valve attached. No blood was visible on the interior of the catheter. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. Three kinks were found on the catheter tubing approximately 73.15cm, 71.37cm, and 42.67cm from the iab tip. The one-way valve was vacuum tested and it held a vacuum. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that halfway through the sheathless insertion of the intra-aortic balloon (iab) into an acute myocardial infarction (ami) patient, blood was noted inside the balloon. The iab was replaced to continue therapy. There was no patient injury reported.